Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found the tissue was not cut completely. Another like device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was rec'd in good visual condition and with the original cartridge loaded in the device. The cartridge was rec'd void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. Event could not be confirmed. The batch record was reviewed, and no anomalies were noted during the manufacturing process.